Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 285 mg/dl. The customer was experiencing symptoms of thirsty and can't breath. The customer was treated with pump. The customer stopped the troubleshooting for high blood due to air bubbles that are in the reservoir going into the tubing. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 328 mg/dl. The customer advised the approximate size of air bubbles is small about an inch in size. The customer was advised to deliver a 5 units fixed prime until air bubbles are no longer visible. The customer was advised to change infusion set. The customer was advised to call mdt and we will sending replacement.